Event description:
#Medwatcher #followup1 #(B)(4). I had a partial hysterectomy (tubes and uterus taken) on (B)(6) 2014 to remove the essure coils and to alleviate the symptoms (prior report sent) I was having. It has been 2 and a half weeks since my surgery and I am already feeling so much better. My pathology report says they got all of the coils out intact. I am planning on having more test run after the removal to make sure I have no other toxins left in my system from the essure coil implants. I had the coil implants placed in (B)(6) of 2009 and had them removed in (B)(6) of 2014. I wish I had put the symptoms together sooner and had them removed immediately.

Event description:
#Medwatcher #(B)(4). I started itching extremely bad. It turned into whelps, that went into blistered and then scabs over with bad dry skin. This started out happening about once every few weeks to progressively everyday. I have been to my family doctor and my dermatologist and they had no idea what was causing it an told me to take zyrtek along with prescribing me the epi-pen because I was having a hard time breathing when the rash/hives happened. I recently found out it was a side effect of the essure, along with the headaches, joint pain, memory loss, memory fog, weakness, fatigue, the spasms I feel around my tubes, pelvic pains, and more.